Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient developed pneumoperitoneum. On (B)(6) 2018, it was reported that the patient was doing better and will probably be discharged from hospital the following week.